Event description:
Our sales rep reports that during an arthroscopic shoulder repair, the surgeon noted metal debris emanating from a 2.9mm super rc drill bit and falling into the pt's joint space. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode and is also awaiting receipt of the complaint device. When all that can be had, is had and thorough investigated and evaluated, those results will be the subject matter in a f/u report.